Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18cm and 33cm distal to the is-1 connector pin into 3 segments. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of abrasion along the lead body. In particular 22cm and 23cm distal to the is-1 connector pin the insulation was damaged. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the lead showed a squeezed and deformed lead body 32cm distal to the is-1 connector pin which was consistent with clavicular first rib entrapment. Both damages might have resulted in the reported oversensing. Additionally the lead fragments showed extraction damages, such as a deformed shock coil. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 67 months after implantation, the rv lead was also explanted due to oversensing.